Event description:
It was reported that a chest x-ray confirmed the left ventricular lead was dislodged. The patient complained of twitching. The lead exhibited a loss of capture . The lead was repositioned sucessfully on (B)(6) 2013.

Manufacturer narrative:
No medwatch form was received.